Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation, the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to a defective u13 cmos flash microcontroller on the charger bedside board. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report any deficiencies.

Event description:
A review of service data detecting a reportable problem. During servicing, battery charger/modem sn (B)(4) was resetting. The last patient to use this battery charger/modem did not report any deficiencies.